Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
It was reported that the ankle nail was implanted with mediolateral inversion of the nail. The surgeon found that the drill contacted with nail screw hole, but all screw implanted and surgery was completed. The event was noticed after the surgery.

Manufacturer narrative:
Product inquiry alleged both items ¿ targeting arm and nail ¿ to be the potential subject product. Review of the inspection records was not possible as the lot-code was not provided. The event did not involve a product problem indicating a non-conformity, adverse trend or unanticipated hazard. No further action is required at this time. Product surveillance will continue to monitor complaints of this type for adverse trends. Investigation revealed no non-conformity, therefore no ncr was initiated. As the device was not returned for investigation a physical evaluation was not possible. Thus ,the alleged targeting accuracy matter could not be confirmed. Potentially reduced accuracy in guidance is usually found during functional check (required per IFU). In case of any deviation it is realized prior to use. Potential miss-targeting can be caused by: deflection and/or twisting of the nail during insertion in case the user applied undue force for insertion. Deflection and/or twisting of the nail during insertion in case of inadequate preparation of the intramedullary canal. Loosening of the connection between nail adapter/nut. Wrong adjustment of the nail adapter (pin was inserted into wrong slot of the targeting arm). Not realized unintended loosening of the nut (will lead to release of the nail adapter and therefore to potential misalignment of nail and drill). No use of drill with centre tip / unfavourable bone contour. Drilling without drill guiding sleeve. Using blunt or damaged drill. High forces applied to the target device during drilling ¿ eventually leading to unintended distortion in the system of drill, sleeve, target device and nail. Nail contact with the drill may cause material damage potentially impairing the durability. Considering that the nail, including all screws, was implanted successfully and presupposing pre-operative functional check was performed successfully it was concluded that both units were / are not at fault. Although a real root cause could not be determined the alleged event is most likely caused by use error due to a suboptimal intra-operative procedure. The file will be closed formally and can be reopened when substantive information or the item(s) become available. We reserve the right to update the investigation and change the root cause. With available information no deficiency of any device was verified.

Event description:
It was reported that the ankle nail was implanted with mediolateral inversion of the nail. The surgeon found that the drill contacted with nail screw hole, but all screw implanted and surgery was completed. The event was noticed after the surgery.